Event description:
Primary stability not achieved, no thread tap used, periodontal disease, complication in site preparation (incorrect assessment of the existing alveolar socket --> wrong implant diameter), inadequate bone quality/quantity